Event description:
It was reported that a pt underwent a pelvic floor repair procedure to treat a prolapsed bladder on (B)(6) 2010. The pt continued to experience pain, dyspareunia, erosion of her internal bodily tissue, and other injuries following the procedure, and will be undergoing mesh removal surgery (eroded through vaginal wall) in (B)(6) 2012. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4) mesh exposure, dyspareunia. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 3/21/2019. Additional narrative: it was reported that the patient underwent revision of mesh on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.